Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34-us, serial#: (B)(4), ubd: 26-jun-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the mean pre-gradient was 50 mm hg. The valve moved too deep during deployment and was recaptured twice. The final attempt seemed to be higher but after final deployment, the hemodynamics and angiogram was performed which revealed severe paravalvular leak (pvl) through the frame due to the valve being too deep at a 16-18 mm depth. A post-balloon aortic valvuloplasty (bav) with 26 mm non-medtronic balloon was performed and hemodynamics revealed no improvement in the pvl. Subsequently, a second valve was implanted 8-10 mm higher than the first valve with one recapture. It was reported that hemodynamics were performed revealing a small gradient but not measured. A final post-implant bav with a 26 mm non-medtronic balloon and hemodynamics were performed showing a 6 mm hg gradient with no pvl. No additional adverse patient effects were reported.